Event description:
The stent dislodged during the procedure and was left in the patient. Pci was performed on this patient who presented for treatment of a 90% de novo lesion in the mid left anterior descending artery of unknown length and vessel diameter. The lesion was heavily calcified and slightly tortuous. Four cypher stents (3.5x18mm, 2.5x28, 2.5x23mm and 3.0x18mm) were implanted at the left main trunk to the left anterior descending and left circumflex. Treatment was then planned for the mid left anterior descending artery. However, while sds was being passed through the struts of implanted cypher at the proximal left anterior descending artery, the physician felt a little resistance. Therefore, he tried to retrieve the delivery system, but the stent dislodged. The physician tried to retrieve the dislodged stent, but he couldn't and therefore, he crushed the stent by inflating a balloon at the ostium area of left circumflex.